Event description:
During a surgical procedure, the tip of the berry sheath detached and fell into the patient's bladder. The epidural was wearing off, so the procedure had to be stopped before removal of the tip. A second procedure was scheduled for (B)(6) 2009, and the tip was removed with no further incident. There was no patient harm. The medwatch letter was inadvertently sent to one of our manufacturing sites and not received at our corporate headquarters in our (B)(6) facility until 8/31/2009.

Manufacturer narrative:
The device has not been returned for evaluation. As a result, a determination cannot be made. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. The original information received from the facility on 4/15/2009, regarding this complaint stated no patient involvement. Gyrus acmi was informed of the new information when we received an MDR letter on 8/31/2009, at our corporate headquarters.